Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted the proximal part of the lead was returned with the distal tip not returned. There are cuts in the outer insulation at 6 cm, 6.3 cm, 7.5 cm, 8.5 cm, and 15.3 cm. There is distorted proximal conductors at various locations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ER with shortness of breath four days post-implant procedure and an x-ray showed pleural effusion, pericardial effusion and cardiac tamponade. It was noted that the right ventricular (rv) lead had dislodged and perforated the right ventricle. The tip of the lead was clipped and turned off. The remainder of the lead was later removed and no replacement was implanted. No further patient complications have been reported as a result of this event.